Manufacturer narrative:
The investigation determined that higher than expected vitros phenytoin (phyt) results were obtained from a single level of non-vitros biorad quality controls, lot 85310, tested on vitros 4600 chemistry system, j46000773. The most likely assignable cause of the event could not be determined with the information provided. Historic quality control results obtained from vitros phyt slide lot 2624-0184-9584 were unacceptable on j46000773, however, were acceptable on j56002496. Therefore, a performance issue with vitros phyt slide lot 2624-0184-9584 did not likely contribute to the event. In addition, a within-run precision test using vitros phyt slide lot 2624-0184-9584 was within acceptance criteria, indicating vitros phyt slide lot 2624-0184-9584 was performing as intended. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt slide lot 2624-0184-9584. An instrument related performance issue with j46000773 did not likely contribute to the event as a diagnostic vitros crbm within-run precision test, which is used to assess analyzer performance, was within the acceptance criteria indicating j4600773 was performing as intended. No information was provided concerning the pre-analytical sample handling or storage of the biorad quality controls. Therefore, improper fluid handling cannot be ruled out as contributing to the event.

Event description:
The investigation determined that higher than expected vitros phenytoin (phyt) results were obtained from a single level of non-vitros biorad quality controls, lot 85310, tested on vitros 4600 chemistry system. Biorad level 3 lot 85310 vitros phyt results of 27.14, 27.06, 27.70, 27.47, 28.08 and 27.22 ug/ml versus the expected result of 22.5 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were obtained from non-patient quality control fluids. There was no allegation of patient harm as a result of this event. This report is number six of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and reportability assessment (B)(4).